Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the handle would not properly rotate. The handle was found to have no lubrication and was jammed. Additionally, the comb was damaged. The handle was cleaned/lubricated and the comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher handle doesn't go back and forth 180 deg, you have to rotate it 360 deg to successfully mesh the skin. Event timing was during processing. No adverse events were reported as a result of this malfunction.